Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure patient experienced inflammation in the eye. Vitreous opacities was also observed. The visual acuity was about 0.8 in both uncorrected and corrected. Additional information has been received that patient was diagnosed with tass (toxic anterior segment syndrome) the event was recovering. The vitrectomy was performed.